Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that that once the intra-aortic balloon (iab) was connected to the console, the console generated a fiber optic sensor failure alarm. It was also noted that the arterial pressure waveform was not displayed. The customer then assembled a pressure transducer. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4). Device not returned.

Event description:
It was reported that once the intra-aortic balloon (iab) was connected to the console, the console generated a fiber optic sensor failure alarm. It was also noted that the arterial pressure waveform was not displayed. The customer then assembled a pressure transducer. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. Three kinks were found on the inner lumen and catheter tubing approximately 64cm, 64.3cm and 75.7cm from the iab tip. Two optical fibers were found to be broken, one within the membrane approximately 5.8cm from the iab tip and the other within the kinked location of 75.7cm. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period (B)(6) to (B)(6) was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).